Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances/ user technique. The poor image resolution appears to be due to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip interacting with the implanted clip. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr). Visualizing the clip was difficult due to the patient anatomy and pre-existing tachycardia. The first clip (91127u109) was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve. During positioning of the second clip (91127u110), the clip interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second and a third clip were implanted stabilizing the slda clip. Medication was given for the pre-existing tachycardia. There was no adverse patient effect or a clinically significant delay in the procedure. The patient was transferred to the intensive care unit in stable condition. No additional information was provided.